Event description:
A family member reported that the patient was hospitalized with a blood glucose (bg) of 25.9 mmol/l with ketones. The patient was reportedly treated with intravenous hydration and exogenous insulin and bg resolved to 10.9 mmol/l. The family member reported that the patient's site became blocked and the infusion pump did not alarm appropriately. The family member reported that the patient's bg started to elevate the night before, the site was changed in the morning but the pump never gave an occlusion alarm. The patient's basal rate was greater than one unit per hour. The family member reported that the tubing and site were not examined as she wanted to get the patient's bg down. This report is made based on the allegation that the patient experienced was hospitalized for hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4)